Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), after venous access was gained, the physician tried to aspirate the introducer without success. A thrombus was confirmed; the introducer was removed, and the procedure was abandoned. It was believed that the thrombus was inside the sheath and ejected with partial advancement of the dilator. The thrombus was partially removed surgically which led to blood loss and a transfusion. Steps to mitigate and initiate dissipation of the thrombus led to additional hospitalization and monitoring. No further patient complications have been reported as a result of this event.